Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that 2 full height cubie lids not shutting entirely leading to solo main drawer failure. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer found that position sensor was defective, so replaced position sensor and installed new pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.